Event description:
Report received of an inability to increase the rate of an infusion. The customer reported that pump settings were lost and the rate of a nipride drip was not able to be increased, due to an unspecified pump malfunction. The customer was unwilling to provide any additional information on the event, including patient specific information or whether there was any adverse effect to the pt.